Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the catheter revision remained undetermined. It was reported that the catheter was left in the patient based on a medical decision. The explanted device would not be returned due to being discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, lot/serial# (B)(6), implanted: (B)(6) 2008, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen with concentration 500 mcg/ml at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that at the normal pump replacement case on (B)(6) 2021, the patient then began feeling like he wasn't getting drug and had experienced an increase is spasms after the replacement. The patient has had two previous pumps that has not had issues with, so he was concerned.  The patient contacted his healthcare provider (hcp) who performed a single bolus over the weekend and the patient had therapeutic effect from the bolus, so the hcp "increased him 10-15% from his originally daily dose." After this visit with the hcp, the patient still did not feel as though they were getting drug so the hcp brought him into clinic on (B)(6) 2021 and did a dye study where they were able to successfully aspirate the catheter access port (cap) and then saw that the catheter was patent. The hcp then decided he would still like to proceed with a catheter revision, so a company representative assisted with the revision. The hcp ligated the model 8731sc catheter so it was not fully removed;  it was inactive and replaced with a mode 8780 catheter (serial number: (B)(4).) It was noted that the hcp had just texted the company representative stating that since the catheter revision yesterday, the patient has "loose tone and has had a neurological event." At the time of the report technical services inquired if this meant seizure and the company representative did not know. The company representative was also unsure if there were volume discrepancies with the previous pump. It was also unknown to the company representative if the dose was still increased from the weekend or if it was the original dose.  It was being considered that now that the catheter was confirmed patent that lowering the dose might be a good option. The company representative planned to speak with the hcp a to discuss these options.